Event description:
The customer reported erroneous platelet results were recovered for a single sample when using the coulter (B)(4) series analyzer. The test results were determined to be erroneous when compared to results from sample rerun on the same instrument which were considered correct. There was no death nor injury or change to patient treatment attributed to this event as the erroneous results were not reported out of the laboratory.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and reviewed the control run after the event and observed that multiple parameters were out of specification. The fse found crystal buildup on the diluent syringe and that there was no active leak identified. The fse replaced the aspiration syringe, resolving the issues. In addition, the fse flushed the aspiration probe, replaced cv2 and choke for mixing bubble pattern as part of preventative service. On (B)(4) 2013, the customer was contacted and clarified that there were no further issues following field service and all control results were within specification. Identification of failure mode: the failure mode of the discrepant results is likely attributed to a crystal buildup on the diluent syringe. Upon recur of the failure mode identified; it is likely to impact patient results for all parameters due to sample carryover from improper diluent delivery. Product labeling was evaluated: per labeling, beckman coulter inc recommends avoiding the use of one type of message or output to summarize results or patient conditions. Beckman coulter inc does not claim to identify every abnormality in all samples.